Event description:
Pt was transferred to hosp with peg tube in place. Pt no longer needed the peg tube and gi consult was obtained for removal of tube. Physician utilized traction removal technique to remove tube and tube fractured in the process. The fracture caused a soft rubber disk, approx the size of a quarter to be left in the pt's stomach. An endoscopy was then done to remove the disk and that was not successful. The physician felt the pt would pass the disk in the stool. A kub was done to check for the disk in the stomach the next day, the pt had passed it from the stomach. The pt has had no further interventions as of 8/02 and is passing stools.